Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H10: one actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage testing and pressure testing was performed and revealed a leak due to a cut in the tubing. Additional testing was performed at the slide clamp and no issues were noted. The reported condition was verified for the returned device. The cause of the condition was due to a manufacturing issue. The second sample was not received for evaluation; therefore, a device analysis could not be completed for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp continu-flo solution sets leaked from an unspecified location. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.